Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. On 3/2001, pt woke up experiencing shakiness, lightheadedness, pounding ears and feeling clammy. When ot meter was turned on, 'not ok' message was displayed three times. Paramedics were called and transferred pt to ER. At the ER pt was given food but no medications. Pt's blood glucose was reportedly 300mg/dl on ER meter after they ate. Pt reported the ot meter would not currently turn on every so often. No further info has been reported.